Manufacturer narrative:
(B)(6). (B)(4). Hospital.

Event description:
It was reported that a patient underwent a bilateral kyphoplasty procedure and during the procedure, one of the inflatable bone tamps (ibt) failed to advance past the tapered portion of the cannula. Another balloon was used to complete the case and, according to the report, there were no problems advancing the new balloon down the working cannula into the vertebral body. The procedure was completed successfully and no patient complications were reported.